Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels rose from 378 mg/dl to 823 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include dehydration and hyperosmolarity. The patient was treated with humalog insulin intravenously, and was also put on lantus insulin for "long term". The patient was released after 12 hours. The pod was removed at the hospital after a hazard alarm occurred.